Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had received the failed battery alarm. Customer¿s blood glucose was unknown. The customer reported that the battery life was shortened, they were changing batteries every 3 to 4 days, received no delivery alarms, back light was dimmer, failed battery test and worked on other things, hairline fractures and scratches on display and near battery cap, battery acid on the grooves and threading, up arrow button had to be pressed more than once. The troubleshooting was not performed. The insulin pump will not be returned for analysis.